Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a ems procedure for a malignant tumor in the bile duct, performed on (B)(6), 2011. According to the complainant, during the procedure, the stent failed to deploy due to resistance. The patient's anatomy had not been previously dilated. The stent and catheter were removed from the patient's body. There were no visible issues with the device and outside of the body, the stent was able to be released with severe friction. The procedure was completed with another wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent wires were uncrossed and damaged.

Manufacturer narrative:
Examination of the returned device noted that the outer sheath was fully retracted and that the stent was fully deployed. The outer sheath was kinked and the inner shaft was kinked just distal to the radio-opaque markerband. Examination of the stent cup and holder found no anomalies. There was no issue noted with the movement of the outer sheath. Examination of the deployed stent noted that some of the stent wires were uncrossed and damaged. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is operational context.